Event description:
Additional information was received that the patient underwent a generator replacement. The patient's father also reported anticipated symptoms of a reed switch condition, reporting that the patient hasn't had voice change in 6 months when they normally would. Additionally, it was noted that the magnet was not aborting seizures like it usually would.

Event description:
It was reported that the patient's generator was showing low output current. The physician was unable to perform system diagnostics as it kept getting interrupted by error code 254. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Internal generator data was received and reviewed.

Manufacturer narrative:
H6 adverse event problem codes, corrected data: supplemental report #2 inadvertently omitted f1905 coding.

Event description:
The suspect device has been received by the manufacturer and is undergoing product analysis.